Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported by the patient they underwent an initial right total hip arthroplasty (B)(6) 2004. Subsequently, the patient reported a revision procedure on (B)(6) 2016 due to alleged elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "metal on metal articulating surfaces have limited clinical history."

Event description:
It was reported by patient's legal counsel that patient underwent a right hip revision procedure approximately twelve years post-implantation due to allegations of pain, discomfort, soreness, swelling, inflammation, tissue damage, limited mobility, acetabular loosening, bone fracture, dislocation, metal debris, metallosis, metal poisoning and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
As stated in the op report, the revision due to metallosis and elevated metal ion levels; stem and cup well-fixed; head revised and poly bearing implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01193 / 01194).

Event description:
It was reported by the patient they underwent an initial right total hip arthroplasty (B)(6) 2004. Subsequently, the patient indicated a revision procedure may occur due to alleged elevated metal ion levels. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed upon the review of medical records received. Device history record was reviewed and no discrepancies relevant to the reported event were noted. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.